Event description:
In 2002, the pt reportedly experienced spontaneous otorrhea leak as a result of the removal of packing from their ear. The pt was admitted into the hospital with serous spinal fluid and otorrhea, right ear. 2 days later, a lumber drain was placed by a neurosurgeon. Following the operation, the pt's right ear was packed with dry sterile packing. Approximately 360 cc of clear cerebral spinal fluid was removed within the first 24 hours. 4 days later, neurosurgery removed the lumbar drain. The pt was discharged from the hospital the next day. 1 month later the pt was admitted into the hospital for a planned repair of the right round window fistula via a transmastoid approach. 4 days later, a lumbar drain was placed by neurosurgery and no complications were reported during the planned surgery. The pt was discharged from the hospital the following day.